Manufacturer narrative:
The hill-rom technician found the nurse call was not turned on after mod 1202. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician turned on the nurse call system to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call would not work. The bed was located in ICU. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).